Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper installment. This is confirmed as the cause of the needle failing to retract. The hard cannula was not retracted. Therefore the hard cannula was still present in the skin of the customer causing the reported and observed bleeding. During the investigation it was noted that the tip of the soft cannula above the cross drill hole was damaged. The found damage did not influence the delivering of insulin neither did it cause the reported symptom code.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reported pain and bleeding at the insertion site while wearing the pod for between 37 and 48 hours. When the pod was removed, it was noted the needle did not retract as intended.